Event description:
During a left renal artery case on a female in 2009, the stent began coming off of the balloon as it got into the lesion. The physician went past the lesion at first and then when the delivery sheath was pulled back, the stent began to strip. The physician purposely inflated the balloon to 1 atms in order to trap the stent and not have it completely come off the delivery shaft. When the product was removed from the pt, the physician was able to take off the stent completely without it being expanded at all. He was finally able to get the whole system out and start over. Another MFR's stent was used. No pt harm.

Manufacturer narrative:
Product was received in a used and contaminated condition. Due to the condition of the product it is not possible to confirm the complaint, however we know this is possible in a renal application with torturous anatomy. This product is 100% inspected verifying the balloon should be conformed around ends of stent such that there is a smooth transition from the ends of the stent to the balloon taper. Verify smooth transition at tip of catheter. There are ongoing efforts at process improvement to improve stent securement. It should also be noted that per cook's instructions for use (IFU), "the formula 418 stent is intended for use in... The biliary tree." At this time, it appears that cook's instruction for use were not followed. However, we have notified the appropriate individuals and we will continue to monitor for similar events.